Manufacturer narrative:
(B)(6) , us.: neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior <(>&<)> posterior fusion surgery at l4-s1 in which rhbmp-2/acs was used. Post-op, it was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.